Event description:
In 2006, the surgeon was implanting the infix device at l5-s. It was reported that there was difficulty with implanting due to the patient's small disc space. The surgeon attempted several times and eventually formed the construct outside of the patient and then implanted it. It was reported that the surgeon attempted to lock the construct a total of 3 times and each time the struts would back out. The event was reported under MDR 1649384-2006-00056., however, additional information was obtained during the investigation; therefore, all products that were used during the event are being reported separately.

Manufacturer narrative:
The investigation was performed by reviewing the product documentation, inspecting the returned implants, and performing a functional test of the returned inserter instrumentation. The investigation concluded the products were within specifications. The surgeon indicated the difficulty in use of the product was because of the small disc space of the patient (patient pathology). Corrections/removal provided supplemental training for sales representatives and surgeons prior to shipment of product for implantation. The surgeon associated with this event was trained on 7/26/2005 and the representative on 4/14/2005. Further investigation is pending.